Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000529, ubd: unknown, UDI#: unknown. H3, h6: a manufacturer representative (rep) went to the site to test the imaging. It was reported that the door intermittently would not open when the button was pressed on the pendant. The rep replaced the pendant and performed a system checkout. The imaging system was operational. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while performing a repair on the system, a manufacturer representative (rep) found the open and close buttons on the pendant was working intermittently. There was no patient involvement.

Manufacturer narrative:
H3, h6: the pendant was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed pendant on test system. The system and pendant booted and readied. Perform 2d and 3d imaging successfully. All pendant functions actuated correctly. No functional problem found. Visual inspection shows there are instructional sticker on the face of the pendant and delamination on the face of the pendant. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: (B)(6) rev. 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.